Event description:
It was reported to the MFR that a unicondylar femoral component reportedly broke in a case in another country. Device, pt, facility and event info are unknown as no add'l info was provided or made available to the MFR.